Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty main batteries. To correct the condition, main batteries and battery harness were replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a damaged battery alarm. This condition has the potential to interrupt delivery. There is no known patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This alarm occurred 8 times. This device is a remediated colleague pump with a user interface module software version of 6.13.90.